Event description:
It was reported that a patient disconnected from their peritoneal dialysis therapy set up without using aseptic technique. The patient disconnected to use the bathroom and did not use a cap. The patient then reconnected to the set up. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.